Event description:
The customer reported in the middle of the surgery the knife did not cut the tissue. There was no pt injury. Upon receipt of the incident device the blade was in the extended position.

Manufacturer narrative:
(B)(4). The incident sample was returned and a visual inspection found the blade was extended at the distal end of the jaw. The knife would not move when the trigger was retracted and released. The investigation identified the root cause of the reported event to be the user inadvertently cutting on a hard object causing the blade to disengage. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade.